Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple cables and power sources. The customer's blood glucose (bg) level was impacted 459 (mg/dl). The customer administered a bolus via the pump for correction to bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.